Event description:
It was reported to philips that the system was not booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Although the customer attempted to restart the system, the problem persisted. The rse then guided the customer to press the power button on the host pc, which successfully booted the system; however, an e stop error was detected. To resolve the issue, rse performed warm restart. After warm restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.